Manufacturer narrative:
(B)(6). There are 2 mdrs being submitted for patient identifier (B)(6). Complaint conclusion: the device was returned for analysis. Located proximally 17.5cm off the distal tip of the green introducer, the device positioning unit (dpu) protrudes outside the sheath. No mechanical sheath damage was found to the entire sheath. As viewed through the sheath, the proximal section of the coil was severely damaged. There was compression, buckling, and stretching damage found to the coil. The coil had to be retracted through the skive due to severe coil damage. The remainder of the coil was undamaged. The coil¿s ball tip was located proximal, but adjacent to the clear/green junction. Located proximally 1.2cm off the distal tip of the dpu was a double connected kink on the dpu. A 0.0137¿ guide wire was advanced through the green introducer and past the protrusion section with no friction felt. The green introducer¿s inner diameter was undamaged. The coil was returned severely damaged. The evidence strongly suggests that distal interference contributed to both the device positioning unit (dpu) protruding outside the sheath and the resistance felt during coil advancement. This interference most likely produced the severe coil damage found inside the sheath. The source of this interference cannot be determined. In addition, without the return of the sl-10 microcatheter and the hemostatic valve used in the procedure, it cannot be determined if these components contributed to the complaint event. Since there was no evidence of a manufacturing issue, no corrective actions were taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
During a coil embolization procedure of an internal carotid/posterior communicating artery aneurysm, two deltaplush coils could not be pushed through the introducer sheath and herniating out through the sheath. Analysis revealed that both coils were damaged. There was no serious injury or need for intervention as a result of the event.